Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 1994 - the patient underwent ripstein procedure with implant of a bard/davol flat mesh to repair a recurrent chronic prolapse, status post ileoanal pull through for polyposis coli. On (B)(6) 1994 - the patient was diagnosed with a low lying stricture secondary to suture repair of pelvic floor that underwent a rectal exam under anesthesia. Operative details did not mention or visualize the bard/davol flat mesh. On (B)(6)1994 - the patient was admitted to the hospital with complaints of abdominal distention, nausea and vomiting. The patient was diagnosed with a possible early onset of small bowel obstruction and was given non invasive medical treatment with good effect and was discharged five days later. On (B)(6) 1994 - the patient was diagnosed with a suture stricture of the distal rectum and underwent removal of a suture and anorectal dilation. No mention of the bard/davol flat mesh was made during this procedure. On (B)(6) 1995 - patient underwent laparotomy for revision/partial explant of ileo-rectal sling (davol flat) due to recurrent problems of pain and pressure upon straining with bowel movements.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Due to the age of the device, a review of the manufacturing records was not conducted at this time. A review of the complaint data found no other complaints have been reported for this lot number to date. The medical records indicate the patient was treated for adhesions. Adhesions is listed as possible adverse reaction in the instructions-for-use. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.